Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the changing batteries every week, insulin pump frequently rejected new batteries, threads in battery cannot worn and difficult to get cap screwed down and no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no unexpected battery power loss anomaly during test noted. Device received with cracked battery tube threads. (B)(4).